Manufacturer narrative:
Devices were explanted and returned to lifecell. Product is under evaluation. Follow up report will be submitted when evaluation is completed.

Event description:
Incident description based on additional information received since initial report: a (B)(6) year old female patient with no co-morbidities underwent an immediate bilateral breast reconstruction with strattice on (B)(6) 2013. She had 2 drains placed, 1/8th inch. On (B)(6) 2013, patient presented with intense redness over the breast, especially medially. She had a history of fever the night before. Doctor aspirated some fluid that appeared slightly dark. Doctor noticed bits of what she thought was fibrin floating in the aspirated fluid. The patient was admitted and started on antibiotics. The aspirated fluid was sent for culture. The culture results of the aspirated fluid showed no puss cells and no growth. The patient was brought back to operating room on (B)(6) 2013. At the re-operation, the strattice was only present along the two suture lines and a bit intact medially. The implant was removed as it had no support and tissue expander was inserted. The patient¿s wbc was normal. Following this the erythema settled. The procedure was done following initial wide local excision. Patient had chemotherapy during which she had an episode of diverticulitis and repeated episodes of shingles. The patient requested all strattice be removed before doctor was able to get the tissue expanders inflated. The strattice devices were removed on (B)(6) 2013.

Event description:
It was reported to lifecell on (B)(6) 2013 that a patient underwent a bilateral breast reconstruction with strattice. The surgeon reported that one of the devices partially disintegrated within 10 days of implantation. Upon opening the affected side, the surgeon noted the upper and lower suture lines and the most medial part intact, but the later two-thirds was disintegrated. The surgeon was able to aspirate pieces out. Although the patient presented with erythema medially on the skin, the surgeon reported that there were no signs of infection in the fluid removed. It is unclear which breast was affected and which sub-lot was implanted in the affected breast.

Manufacturer narrative:
Returned strattice devices from both breasts were examined by a pathologist. Both devices showed degenerative changes and also showed incorporation to varying degrees. Where the devices were unincorporated, the degenerative changes are associated with neutrophils. Where the devices were incorporated, the degree and extent of fibroblast and capillary ingrowth is within expectations given the length of time the grafts were in place. Based on internal investigation into the reported lot (no complaints against reported lot, review of batch processing records for dose audit results, sterilization records, packaging records review for related product) and pathological findings of returned specimen, the event is unlikely related to the strattice . Strattice performed as expected both devices showed degenerative changes and also showed incorporation to varying degrees. Where the devices were unincorporated, the degenerative changes are associated with neutrophils. Where the devices were incorporated, the degree and extent of fibroblast and capillary ingrowth is within expectations given the length of time the grafts were in place.

Event description:
Incident description based on additional information received since initial report: a (B)(6) female patient with no co-morbidities underwent an immediate bilateral breast reconstruction with strattice on (B)(6), 2013. She had 2 drains placed, 1/8th inch. On (B)(6) 2013 patient presented with intense redness over the breast, especially medially. She had a history of fever the night before. Doctor aspirated some fluid that appeared slightly dark. Doctor noticed bits of what she thought was fibrin floating in the aspirated fluid. The patient was admitted and started on antibiotics. The aspirated fluid was sent for culture. The culture results of the aspirated fluid showed no puss cells and no growth. The patient was brought back to operating room on (B)(6) 2013. At the re-operation, the strattice was only present along the two suture lines and a bit intact medially. The implant was removed as it had no support and tissue expander was inserted. The patient's wbc was normal. Following this the erythema settled. The procedure was done following initial wide local excision. Patient had chemotherapy during which she had an episode of diverticulitis and repeated episodes of shingles. The patient requested all strattice be removed before doctor was able to get the tissue expanders inflated. The strattice devices were removed on (B)(6) 2013.

Manufacturer narrative:
In absence of returned product, the internal investigation into complaint related device included the following: the product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. Review of the lot processing records for s11198 resulted in no remarkable findings, with no non-conformances or deviations related to the nature of the complaint. (B)(4). As per query of complaint management database, no other complaints have been reported to lifecell for the lot reported. Based on the internal investigation (with no other complaints for the lot reported, acceptable dose audit for sterilization, review of device processing records) it can be concluded that it is unlikely that the product caused or contributed to the reported event. Partially explanted and discarded.